Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was damaged and leaked. This was observed during use of the device for peritoneal dialysis therapy. The transfer set had been in use for eight months. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected and the silicone tubing was broken into two pieces beneath the twist clamp. The reported condition was verified. The cause of the condition was due to the tubing material used per design change, however the medical device was reported as being used for eight (8) months, past the six-month recommended duration of use. The direction insert warns users to replace the set every six month or as specified by a physician. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.